Event description:
It has been reported to philips that the host pc did not start when the system was started. The system was not in clinical use when the issue occurred. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in complaint# (B)(4) / report # 3003768277-2022-00559.this complaint will be closed as duplicate.